Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of white substance on the camera head was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head has a white substance on it and cannot be removed. There was no patient involvement, no harm or user injury reported due to the event.

Event description:
It was further reported that the problem was found after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the repair department determined that the issue was likely due to a handling mistake. We surmised that the phenomenon occurred because the user performed re-processing in the wrong way. This issue is addressed in the instructions for use (IFU): "reprocessing manual/precautions/warning ¿ the camera head may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, please contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of camera head¿s equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." Olympus will continue to monitor the field performance of this device.